Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional noted "treatment" was performed (B)(6) 2024 but did not specify type of treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d9, g1, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening also observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported suspected left side rupture diagnosed via ultrasound and capsular contracture, baker grade IV; unspecified treatment performed. The device has been explanted.